Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging the patient's blood glucose on (B)(6) 2015 was 594 mg/dl without signs or symptoms of hyperglycemia. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they discontinued pump therapy, and the pump's settings were not recently changed. During troubleshooting, it was reported an intermittent power issue was experienced, there was no damage to the battery compartment or battery cap, and the battery cap was able to secure properly to the pump. It was also reported a keypad issue was experienced; no further information was provided and troubleshooting could not be performed. This complaint is being reported because the alleged serious injury was attributed to pump malfunctions.

Manufacturer narrative:
Follow-up #1 date of submission 01/07/2016-product analysis: the device was returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the power issue and keypad issue could not be duplicated with investigation. Review of the pump¿s black box revealed unexplained rebooting events. The total daily dose records indicate the pump was delivering per the user programmed delivery settings. A battery compartment crack was observed. Moisture was observed within the battery compartment; leak testing revealed a battery compartment leak. The returned battery cap was able to secure properly; a power issue was not experienced during investigation. The keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed all keypad buttons were appropriately responsive. There was no evidence of keypad contamination found under the key contacts. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm. A delivery accuracy test revealed the pump was delivering within specification. No damage or defect was found to the pump¿s internal components. Unrelated to the complaint, investigation revealed the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.